Event description:
It was reported by the rep that the (1) 511sd was used during a laparoscopic cholecystectomy procedure. It was reported by the surgeon that the green shield does cover the blade, but the red arming button is not locking out, thus the trocar is still armed. Once the trocars are in, the case is completed in the standard fashion. There was no patient consequence.